Manufacturer narrative:
The trigger would catch when pulled with the safety bar, causing run-on. The trigger assembly was replaced.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.